Event description:
An endoscopic transmural pancreatic pseudocyst (pc) drainage procedure was undertaken to access and drain a pc. The physician was using the device for the first time. The physician attempted to pass the trocar into the pseudocyst 5 times. The navix could not be seen on eus immediately after the second thrust. The scope was in a straight position with punctures located about 10 cm below the ge junction. An 19 ga fna needle was subsequently used to access the pc, a guide wire was placed, and a needle knife, with some difficulty, was used to enlarge the tract. An axios stent was placed and the case was successfully completed. The pt suffered a perforation to the superior mesenteric artery and the gastroepiploic artery. The pt was operated on successfully. The surgeon noted that the cystic wall was very hard. The axios stent was in the correct position in the pancreatic pseudocyst. The pt recovered with no further sequelae reported.